Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported a broken rear cover. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no patient involvement during this event.